Event description:
A report was received that the patient was experiencing pocket site pain and the battery site started to ooze. The patient underwent a pocket revision, during which, the physician found pus. The physician cleaned the site and moved the battery to another location. The patient was treated with antibiotics and the wounds were treated with betadine and vancomycin. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/344351, description: linear st lead, 50cm.